Event description:
It was reported that a hair was found in the syringe 50ml ll convenience tray europe during use after drawing up calcium folinate solution. The following information was provided by the initial reporter: "the employees in our cytostatic department found a hair in the syringe after drawing calcium folinate solution into a bd plastipak".

Manufacturer narrative:
H.6. Investigation: two photos were provided for investigation. Through visual inspection, a hair can be observed inside the syringe barrel. A device history review was performed for reported lot 1903357, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. It was determined this issue was a result of personnel not following our outlined gowning procedures. A project has been initiated to reduce foreign matter within our products. Project#(B)(4) open to reduce foreign matter on product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hair was found in the syringe 50ml ll convenience tray europe during use after drawing up calcium folinate solution. The following information was provided by the initial reporter: "the employees in our cytostatic department found a hair in the syringe after drawing calcium folinate solution into a bd plastipak."